Manufacturer narrative:
1. DHR/bhr review lot#4080076 1-the products of this batch were assembled at intima ii auto line 4 in april 2024, and packaged at r240 package line in april 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. The retained sample of this batch is taken for relevant functional testing: 800mm simulated clinical leakage test and 45psi leakage test. The tests results show that no leakage is found at the sample. Please refer to attachment for the test reports. Conclusion(s): no abnormality is found on process and retained sample. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined.

Event description:
Additional information received from customer. No damage, no multiple punctures, high pressure injection, the problematic batch of jingma has been communicated with the hospital and returned.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leakage. (B)(6) 2024 the nurse noticed blood oozing from the end of the needle during puncture using a disposable indwelling needle; the nurse wiped it with a sterile cotton swab and continued to observe without oozing.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.